Event description:
It was reported that during a percutaneous coronary intervention, the floppy rotawire guide wire had caught on the burr and it appeared that the "coating was flaking off". The lesion being treated was located in the 90% stenosed, calcified and average tortuous left anterior descending artery. During insertion the floppy rotawire guide caught on the burr and could not be advanced. Upon removal, the "flaking" was noted. The procedure was completed with another of the same devices, and no pt complications were reported. Pt status was reported as 'good'.

Manufacturer narrative:
.